Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked during the high-pressure injection. This occurred with 2 catheters. The following information was provided by the initial reporter, translated from chinese: "the connection seat of the heparin cap burst during CT, and a complaint reply letter is required, and the unused 600 products need to be replaced with different batches of products. The patient underwent enhanced chest CT examination at 16:36 on (B)(6) 2022. The indwelling needle was connected to a high-pressure injector. The wall of the indwelling needle ruptured during the injection of the drug solution from the high-pressure injector, and the drug solution leaked out, so the examination was stopped. Discard and replace the catheter to complete the examination."

Manufacturer narrative:
A device history review was conducted for lot number 2167317. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd pegasus is an infusion only device and is not rated for high pressure injections.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked during the high-pressure injection. This occurred with 2 catheters. The following information was provided by the initial reporter, translated from chinese: "the connection seat of the heparin cap burst during CT, and a complaint reply letter is required, and the unused 600 products need to be replaced with different batches of products... The patient underwent enhanced chest CT examination at 16:36 on (B)(6) 2022. The indwelling needle was connected to a high-pressure injector. The wall of the indwelling needle ruptured during the injection of the drug solution from the high-pressure injector, and the drug solution leaked out, so the examination was stopped. Discard and replace the catheter to complete the examination.".